Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, withdrawal difficulty, stent fracture, and surgery occurred. The lesion being treated was located in the 90% stenotic obtuse marginal (om), which was non-tortuous and mildly calcified. The physician predilated the lesion (unk size/type balloon), and then attempted to deliver the 2.50x16mm taxus express2 drug eluting stent, but was unable to cross the lesion. The physician attempted to remove the device, but was unable to retract the device into the guide catheter. The physician pulled everything back as a unit, and the proximal portion of the stent became stuck in the blood vessel around the radial artery, causing the stent to fracture on the third row of the proximal side, with the proximal three struts coming off while the distal struts remained on the balloon. The stent delivery system was removed from the pt, with both of the stent segments remaining in the guide catheter. A snare was used to retrieve the remaining stent struts, however, the attempt was unsuccessful. Then the brachial artery was cut surgically and the remaining struts were removed. The procedure was stopped at this point. The pt condition is listed as good. The physician opinion as to the cause of the event is that either the pt's blood vessel around radial artery is narrow or spasm occurred, but it is undetermined.